Event description:
It was reported when the facility was doing daily maintenance for the patient, it was discovered that the external part of the 8194118 catheter began to spray water when flushing the tube. The patient had only been implanted for more than a month. During the indwelling period, normal maintenance was performed. After consultation, the catheter was pulled out and re-administered. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video and one photograph of a powerpicc was returned for evaluation. An initial visual observation of the video showed that as the catheter was flushed, a clear liquid spurted out of the catheter tubing. There were no distinguishing features in the returned video and photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the facility was doing daily maintenance for the patient, it was discovered that the external part of the 8194118 catheter began to spray water when flushing the tube. The patient had only been implanted for more than a month. During the indwelling period, normal maintenance was performed. After consultation, the catheter was pulled out and re-administered. No other information was provided.